Event description:
Boston scientific received information that the patient was in the emergency room (ER) and was requesting to have the device interrogated. Boston scientific technical services was contacted for assistance with paging a boston scientific field representative. It was reported that the patient was have problems with their device. Additional information was sought from the boston scientific field representative. The representative stated that the hospital performed the check. While in the ER, no adverse patient effects were reported. There have been no additional issues or information reported regarding this event. The device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.